Event description:
Severe allergic reaction to levulan kerastick is a prescription medicine used on the skin with blue light treatment (blu-u blue light photodynamic therapy or pdt) for the treatment of minimally to moderately thick actinic keratoses (ak's) of the face, scalp, or upper arms. Still suffering substantial pain and discomfort. FDA safety report ID # (B)(4).